Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) system was not working. Date of issue is an approximation. The patient stated they had to go to the hospital because the cgm system was not working. They could not provide any information on what happened or what the issue was and only stated that the transmitter and sensor were removed by the hospital and she no longer had the transmitter. No symptoms or treatment information were provided. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.